Manufacturer narrative:
The qc prior to and after the event was within lab-established ranges. A bci field service engineer (fse) found a broken electrolyte injection cup (eic) valve and faulty eic quad ring. Fse replaced the eic assembly and the eic quad ring.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results on three patients generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated and higher results were obtained. Amended reports were initiated. Patient treatment was not initiated or withheld based upon the false results reported.